Manufacturer narrative:
Model number/ catalog number: 72404155m, serial number null batch/ lot number: (B)(4), model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure the existing device was removed and a new tactra penile prosthesis was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events.